Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year, 1 month. The replaced portion of the percutaneous lead and the pump were returned for analysis. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that pump stoppages were occurring while the patient was connected to the power module and not while on battery power. The patient was asymptomatic and x-rays were unremarkable. On (B)(6) 2015, the manufacturer's technical services team performed an external percutaneous lead replacement approximately 2 inches from the exit site; however, approximately 2 weeks later, the patient continued to experience pump stoppages. A pump exchange was performed on (B)(6) 2015 due to a suspected internal driveline issue.

Manufacturer narrative:
The report of suspected internal driveline wire damage causing pump stoppages was confirmed through the evaluation of the returned pump. A distal end driveline replacement was performed on (B)(6) 2015 and approximately 17 inches of the external portion/distal end of the driveline was returned for evaluation. Continuity testing of the distal end of the driveline revealed that all wires were electrically intact. Only one area of minor breakdown of the braided shield was observed near the terminus of the distal end bend relief. Visual examination of the underlying wires did not reveal any areas of compromised wire insulation or other damage along the length of the driveline. The returned portion of the driveline was suspended in a saline bath for high potency testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The alarms did not resolve following the driveline replacement and the pump was exchanged on (B)(6) 2015. Examination of the returned device did not reveal any depositions or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Continuity testing of the returned portions of the driveline revealed that all wires were electrically intact. Examination of the returned portions of the driveline did not reveal any areas of significant breakdown of the metal braided shield. Visual examination of the underlying wires and high potency testing revealed breaches to the black and brown wire insulation at approximately 7.5 inches from the nipple of the pump housing, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to abrasion against the braided shield. If the exposed conductors of the black or brown wires contacted the braided shield while operating on a tethered power source such as the power module, the resulting electrical short to ground would have caused the reported pump stoppages that were confirmed through the evaluation of the submitted system controller log files. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.